Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion". "Customer: "the pump was infusing fentanyl. It was programmed for 1 ml/h, there was a change of solution at 10 pm and at 2 am the pump indicated the end of the infusion, it was administered 50 ml in 4 hours. When I checked the pump, I realize that the programming was correct, and the history informed that only 8 ml was infused. The device was removed for evaluation".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). As there was no information on the date of the occurrence, it was not possible to carry out more in-depth assessments of this occurrence. However, the quality control of laboratories b. Braun s/a submitted the 615520 series equipment the extraction and evaluation of the history of the equipment, looking for programs like the report of the complaint. Having verified that on 03/30/2021 there was the selection of the fentanyl drug, starting at 02:27 hours and 33 seconds with a flow rate of 2ml/h for a volume of 50ml. This program has undergone several flow and volume changes performed by the user, the last being of them, on 04/03/21, at 15:00, 03 minutes and 01 seconds, in addition to the record of volume already infused of 322.88 ml, it was programmed flow rate of 01 ml/h. At 01 hours 54 minutes and 34 seconds, from on 04/04/21, the infusion was stopped by the user, resulting in the volume accumulated of 333.74ml. The volume of 10.86 ml being infused during the period of 10 hours, 51 minutes, and 33 seconds since the last schedule. Additionally, the unit was subjected to a simulation of use test, having been reproduced according to history. For that, we selected the infusion of the drug fentanyl and a 50ml solution was prepared to be infused at a flow rate of 01 ml/h. It was found that, during the test, the equipment worked correctly, without being identified volume flow deviations above specified. Due to the data exposed above, we inform you that the reported occurrence was classified as "unconfirmed". Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.